Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 5.5 cm diameter abdominal aortic aneurysm. There was mild calcium in the suprarenal section of the aorta where the graft hooks engage. The aorta was 21 mm in diameter at this point. It was reported that during the index procedure, the endurant ii bifurcated stent graft and contralateral and ipsilateral limbs deployed normally. A reliant molding balloon was used to perform touch-up. The final angiogram showed a type iii endoleak, graft perforation. The cause was reportedly unknown. The leak was on the left side of the main body, above the height of the flow divider. Two limb stent grafts were placed through the right and left side and deployed approximately 2mm below the top of the fabric of the main graft and down through both limbs of the bifurcated graft. This effectively relined the main body. Two reliant balloons were then used to mold both limbs simultaneously. The final angiogram showed no leak and good flow through both sides of the graft with no restrictions. It was noted that the event was resolved. No additional clinical sequelae were reported and the patient is fine. Film review analysis: review of pre-implant cta¿s revealed that the proximal neck diameter just below the renals was 22mm in diameter and 2cm in length. The infrarenal neck was angulated 45deg maximum. The infrarenal neck appeared essentially free of calcification. The max aaa diameter measured 5cm and contained thrombus. The iliac arteries were non-tortuous but were extensively calcified. The femorals were also extensively calcified. Review of angio during implant revealed that the bifurcate was brought up the right side and implanted just below the level of the renals, and the ipsi limb was placed into the right common iliac artery. The contra limb was then implanted from the flow divider and into the left common iliac artery. A stent was then seen placed into the left common iliac extending 2cm from the contra limb, and an endurant extension was placed into the ipsi limb extending to the iliac bifurcation. The entire stent graft system was then ballooned with a reliant. Contrast injection showed an area if contrast outside the left side of the bifurcate just above the level of the flow divider and just proximal to the contra limb. The location was also near to where the aortic body stent was slightly protruding outward (laterally/left) 1 ¿ 2 mm. This had the appearance of a type IV blush or type iii fabric endoleak. An endurant ii (B)(4) limb was then seen implanted within right ipsilateral limb from just below the bifurcate proximal margin extending to just below the level of the gate, and an endurant ii (B)(4) limb was then seen implanted within left contra limb from just below the bifurcate proximal margin extending distally to the level of the gate. After ballooning the 2 limbs with a reliant, angio showed nearly complete resolution of the previously seen endoleak near the left side of the flow divider; a small stream of contrast was seen just proximal to the protruding stent. Final angio showed completed resolution of the endoleak. The cause of the endoleak could not be determined. The endoleak may have been a type iii fabric from the bifurcate; however, cannot rule out a type IV endoleak.

Manufacturer narrative:
(B)(4).